Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Iit was reported that this patient received inappropriate shocks. It was noted that the patient had been very active during the events. Noise could be recreated, but not to the same extent. A boston scientific technical services consultant discussed the noise resembles myopotential noise and discussed programming options with the caller. There has been appropriate treated and untreated episodes in the past which will be communicated to the patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. .

Event description:
It was reported that this patient received inappropriate shocks. It was noted that the patient had been very active during the events. Noise could be recreated, but not to the same extent. A boston scientific technical services consultant discussed the noise resembles myopotential noise and discussed programming options with the caller. There has been appropriate treated and untreated episodes in the past which will be communicated to the patient's physician. No adverse patient effects were reported. It was reported that this system was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient received inappropriate shocks. It was noted that the patient had been very active during the events. Noise could be recreated, but not to the same extent. A boston scientific technical services consultant discussed the noise resembles myopotential noise and discussed programming options with the caller. There has been appropriate treated and untreated episodes in the past which will be communicated to the patient's physician. No adverse patient effects were reported. It was reported that this system was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.